Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one 6 fr d/l powerline polyurethane catheter w surecuff was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for clamps not being able to fully occlude the catheter, as the sample was found to be patent to infusion and aspiration when either clamp returned with sample was engaged on either extension leg. Furthermore, a clamp from the biohazard lab was clamped onto the extension legs of the samples. When this clamp was engaged, the sample was not patent to infusion and only marginally patent to aspiration. The failure mode is likely originating from the clamps and not the extension legs, as the biohazard lab clamp worked properly. The reported measurements of the clamps may be a result of material deformation due to use, and the material deformation may have been a contributing factor to the reported event. The definitive root cause could not be determined based upon available information. Deformation of clamps due to repeated applied stress may have contributed to the reported event. However, the source of observed clamp failure mode is unknown.

Event description:
It was reported that during full engagement of the clamps, the extension tubing allegedly did not fully occlude and the tubing was still able to be flushed. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during full engagement of the clamps, the extension tubing allegedly did not fully occlude and the tubing was still able to be flushed. There was no reported patient injury.